Manufacturer narrative:
(B)(6). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is unit alarms not functional. The key failure is a power switch, short circuit.